Event description:
The customer observed a false depressed alinity c vancomycin result for an 87 year old female patient. Sample ID (B)(6) initial result = 10.9 mg/l, repeat result = 23.3 mg/l. New blood sample from the same patient with results = 22.4 and 21.7 mg/l . No impact to patient management was reported.

Manufacturer narrative:
The alinity c processing module logs were reviewed, and the pressure monitoring data found a low value possibly due to low sample volume. The alinity c processing module, serial number (B)(6), was considered the cause of the result issue as a single part could not be determined the cause. The instrument service history review for (B)(6) identified no contributing factors to the current complaint. There were no additional complaints related to erratic or discrepant results. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false depressed alinity c vancomycin result for an 87 year old female patient. Sample ID (B)(6) initial result = 10.9 mg/l, repeat result = 23.3 mg/l. New blood sample from the same patient with results = 22.4 and 21.7 mg/l. No impact to patient management was reported.